Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the several little scratches are on the screen by the reservoir icon on the left side. The patient can read the insulin sometime he has to use a flashlight. The customer insulin pump will be replaced.